Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision of sigma primary knee-tep as patient was suffering pain since primary implantation. No loosening of components. Doi: unknown, dor: (B)(6) 2019. No surgery delay reported. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. A review of complaint databases and manufacturing records did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.